Manufacturer narrative:
Results: eval of the returned alarm found when the nurse call cable is inside the receptacle adn is moved, the nurse call light toggles on adn off at the test fixture. The nurse call receptacle's housing is loose. There are cracks on the dust covers. Damaged found may contribute to the functional issue. This alarm has been in service for two years. Note: all complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. (B)(4).

Event description:
Customer reported when the nurse call cable is plugged into the nurse call outlet, the cable does not have a tight fit. Customer did not provide the date of event. No pt incident or injury reported.